Event description:
It was reported that in a case with a bad deformity, doctor didn't feel like cutting anymore bone than was recommended. He decided to continue with manual instruments and not performing any cuts with navio and delay of less than 30 minutes was reported.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system: user¿s manual was reviewed. This document has information regarding reverting to manual instrumentation, if the surgeon so chooses. Screenshot assessment shows that the tibial resection was planned for 3 mm on the lateral side, and 1 mm off of the medial side. The combined tibial implant thickness, with 9 mm poly insert, for journey ii bcs implant is 12 mms in thickness on the lateral condyle. Given the high deformity of this procedure, it was up to the surgeon to determine appropriate plan, utilizing information of resection depths and joint laxity collected. The surgeon had the flexibility to move the tibial component to the position as depicted in the final frontal screenshot for combined planning. Initial planning had set tibial resection to 12 mm off of the lateral tibial side, as per the software, based on manual instrumentation recommendations. Change to this prior to joint laxity collection, led to a tighter joint space expected post cuts, as calculated in the navio surgical system. The system provided the surgeon with the information required to plan for adequate joint laxity and resection depths. The surgeon chose to use manual instruments rather than adjusting the plans within the system and prepare bone. No other indications were found within the screenshots or logs to determine any other issues with the system. Therefore, the system performed within expected parameters.